Event description:
Synthes was notified that during a revision procedure the surgeon was removing a plate and the plate broke near the tip in the femoral head. Surgeon could not remove the plate and the tip remains in the patient's femoral head.

Manufacturer narrative:
Additional information has been requested. Synthes is unable to provide the PMA/510k and the date of manufacture as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided. Without a lot number a device history record review could not be requested.